Event description:
A distributor reported that during a thermage treatment the tip made an abnormal noise. The physician checked the tip and found a burnt mark on the edge of the tip. The physician changed the tip and proceeded with the treatment. There was no patient injury or impact.

Manufacturer narrative:
The product has been requested but not yet received. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No patient injury was noticed during the treatment. Service confirmed damage on the tip membrane along the radio frequency trace. Investigation found that glowing or sparking from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging.

Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed the tip passed flow and thermistor testing. The tip failed leak testing and visual inspection due to burnt trace observed on the surface membrane and the observance of dielectric breakdown on the tip. No functional testing can be performed due to dielectric breakdown being observed. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.